Manufacturer narrative:
UDI - (B)(4). The device will be repaired in (B)(4). As such it is not possible to evaluate the product and determine the root cause of this complaint. A review of manufacturing records found the device conformed to specification when released. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Event description:
As reported by the affiliate, a icp express showed pressure data that continually increased. Another was used to complete the procedure. There were no reports of delay or patient harm.